Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms, and technical services (ts) was consulted for further review. According to ts, the trend data from the previous device for this patient starting (B)(6) 2016 shows a monitored shock impedance measurement starting at approximately 55 ohms and measuring up to approximately 120 ohms. Trend data from the current device starting (B)(6) 2025 shows a monitored shock impedance ranging from 55 ohms to 127 ohms. The latest latitude transmission data shows a 28-day average shock impedance of 86 ohms. Troubleshooting and programming recommendations were discussed, and no further assistance was needed. No adverse patient effects were reported. This rv lead remains in service.